Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) of 3 intervertebral discs at l2-3,l3-4,l4-5 due to unknown reason. Post-op, the patient complaints about pain because of the cage inserted between l4 and l5 intervertebral disc space. Also, nfection occurred to the intervertebral disc space between l4 and l5 and the pedicle on the right side of l5. Patient underwent revision surgery as a result of this event.